Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient did not require hospitalization. The patient started treatment with ceftazidime (2 grams per day, intraperitoneally (ip)) and cefazolin (2 grams per day, ip). Three days after the start of the treatment, the treatment with ceftazidime was suspended. Treatment with cefazolin was ongoing. The patient was to be retrained on aseptic technique and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.